Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim: you should have received information about an issue with IV tubing last week. I have the bd alaris pump infusion set with ball valve. The product has a ball in the drip chamber that prevents air entering the line as it forms a suction/seal was the medication leaves the drip chamber into the tubing. On 4/11/24 this tubing was used priming a methotrexate infusion by chemotherapy pharmacy. The valve was upright but air managed to enter the line past the ball as it was sitting in the ball valve as intended. No patient harm occurred as the nurses intervened to admin all the methotrexate and the chemo error taskforce has yet to categorize the midas.

Manufacturer narrative:
The customer reported air in line past ball stopper, and returned one sample of material 11522558, lot 23115179. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and the ball valve was working correctly. The complaint could not be verified, the ball valve stopped the flow. Device history record review for model 11522558 lot number 23115179 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the incident could not be found without a replication of the failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided